Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
A grandparent had a shiley 3.5 ped tracheostomy tube box new and unopened. When she opened box to place in the patient, it was actually a 3.5 neo shiley tracheostomy tube. The tube was in the patient for approximately a week and due to respiratory distress was taken to a local hospital emergency room and then transported to (B)(6) hospital for evaluation by an ear nose throat physician. The tracheostomy tube was found to be the incorrect size and was removed. It was replaced with a shiley 3.5 ped tracheostomy tube. The caller stated there wasn't any harm to the patient who was released from once the tube was changed, per the grandmother.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Medtronic received 1 sample. The sample was outside its package and no tray, neither box nor label was received. The device history record (DHR) was reviewed and no discrepancies were found. The lots manufactured of product 3.5neo were reviewed and according to the DHR's information no product of 3.5neo was manufactured the same day neither consecutively to lot number 16e0894jzx (3.5ped). All manufacturing controls were found acceptable and effective to detect the reported failure mode. The failure mode reported by the customer it is not related to manufacturing process.